Manufacturer narrative:
The pump was returned to animas and evaluated on (B)(4). Evaluation demonstrated that the keypad was intact with no peeling or damage observed. All keypad buttons required multiple presses and excessive force to activate pump functions. None of the keys on the keypad have normal spring back or click. The keypad was removed to investigate. There were no hypersensitive or inverted contacts observed. There was visible contamination under the keypad button contacts. The battery compartment is cracked at the case seal. Unrelated to the complaint the pump booted with a pinkish contrast and faded display screen.

Event description:
The patient's father said he had to push the up and down arrow buttons a few times to activate desired pump functions. The patient's father does not know how long the issue had been occurring. There is no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.